Event description:
Surgeon did a redo of a mitral valve and explanted a magna mitral two weeks ago. Two of the three leaflets were calcified. No leaflet entrapment. No technical issues. Sent to pathology. Patient is doing well.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: minimal information provided by the surgeon. Device to be returned for evaluation. No patient information provided. Implant and explant dates not provided. Event date was not provided. Serial number of device not provided.

Manufacturer narrative:
Repeated requests were made by phone, email and customer visit, and no additional information has been provided by the health care provider. Patient information, model and serial number, implant date, explant date were all requested. A copy of the histology report was requested by our sales rep during the customer visit and has not been received. A written customer report has not been provided and the device had not been returned. At this time, without the serial number of the device, we are unable to complete a device history record (DHR) review. Without the above information, we are unable to determine the root cause for explant of this device.